Event description:
Edwards received information that the patient underwent aortic valve replacement (avr) after an implant duration of (5) years, nine (9) months. The reason for explant was due to aortic stenosis. The patient was stable post-operatively.

Manufacturer narrative:
As received, all three leaflets were torn and these areas were not returned with the device. Calcification was observed near the regions of the tears. Minimal to heavy calcification was observed in the cusp area of all three leaflets and their free margins. Minimal to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect, the outflow aspect, the stent inflow, stent outflow, and into the orifice. The x-ray demonstrated calcification and commissure wireform distortion, likely due to explant. The explanted device was returned to edwards for analysis. Based on our analysis, the customer report of stenosis could not be confirmed due to the condition of return. However, the device evaluation confirms the presence of calcification and tissue over growth (pannus) which are likely causes of the reported stenosis leading to this explant. Many factors contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative it was reported that the device was explanted due to stenosis. The device is en route to edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.